Event description:
It was reported that a patient experienced a breach in aseptic technique and constipation which resulted in peritonitis. The breach in aseptic technique was not further described. The peritonitis was manifested by cloudy pd effluent, abdominal pain, nausea and vomiting. It was reported the patient was hospitalized due to cloudy effluent and another indication. The patient was treated with vancomycin injection (1g, every 3rd day, intraperitoneal, ongoing), ceftazidime injection (1g, once daily, intraperitoneal, ongoing) and heparin injection (2000iu, 2ml, once daily, intraperitoneal, ongoing) for peritonitis. At the time of this report, the patient remained hospitalized. On an unknown date, the patient was recovered from peritonitis. Pd therapy was ongoing. It was reported the patient was retrained on the proper aseptic technique. No additional information is available.

Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per vantive labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.